Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_interstim_ins, serial# unknown, product type: implantable neurostimulator. Analysis of the tined lead (B)(4) revealed stim lead distal end insulation torn under the electrode; distal end stretched.

Event description:
It was reported that lead was pulled out to be re-implanted and lead "stretched". The stylet would not go to the end to provide support. The doctor stated he did not want to re-implant the lead. The doctor pulled lead out and the patient was large bodied and it stretched. It was noted that the device was explanted completely. A new lead was implanted without issues. It was noted that the issue was resolved at the time of this report..

Manufacturer narrative:
Analysis of the tined lead (B)(4) revealed stim lead distal end insulation torn/broken under the electrode # 3; distal end stretched.

Event description:
It was reported that lead was pulled out to be re-implanted and lead "stretched" during a procedure. The stylet would not go to the end to provide support. The doctor stated he did not want to re-implant the lead. The doctor pulled lead out and the patient was large bodied and it stretched. It was noted that the device was explanted completely. A new lead was implanted without issues. It was noted that the issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.